Event description:
During a precision graft anterior spinal procedure, the attachment tube broke while drilling and the tool (14cy76) sheared off at the collect. Pieces from attachment and tool fell into the pt. Surgeon stopped and removed foreign material. Wound site was irrigated with antibiotic solution. During the procedure x-rays are routinely taken. These confirmed that no material was left in the pt. There was no pt impact.